Event description:
It was reported that 6 bd luer-lok¿ syringe was damaged. The following information was provided by the initial reporter: six cosmetic defects were noted on the plunger rod flange.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.